Event description:
It was reported that the locking screw was not able to be inserted into the implant. The surgeon attempted to insert a second locking screw, but was unsuccessful. The surgeon opted to leave the implant in place without the locking screws. There were no patient complications.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.